Event description:
Unomedical reference number (B)(4). Event occurred in china. On (B)(6) 2024, it was reported that the patient faced no delivery alarm. The issue was resolved by changing the infusion sets. No further information was available.